Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failure was found in connection to the reported allegation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to pair a new transmitter occurred. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failure was found in connection to the reported allegation. The reported event of an alert to pair a new transmitter is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.